Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On that date, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prophylactic antibiotics in the form of ciprofloxacine. The patient received two treatments in the right lobe, two treatments in the left lobe, and 1 treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. On (B)(6) 2023, 137 days after the procedure, the patient presented with erectile dysfunction. The patient was given tadalafil for treatment, and the event was reported as recovering/resolving.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On that date, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prophylactic antibiotics in the form of ciprofloxacine. The patient received two treatments in the right lobe, two treatments in the left lobe, and 1 treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. On (B)(6) 2023, 137 days after the procedure, the patient presented with erectile dysfunction. The patient was given tadalafil for treatment, and the event was reported as recovering/resolving.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with water vapor therapy procedures as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with water vapor therapy procedures as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2022. On that date, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2022 under anesthesia. The patient was also prophylactic antibiotics in the form of ciprofloxacin. The patient received two treatments in the right lobe, two treatments in the left lobe, and 1 treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2022. On (B)(6) 2023, 137 days after the procedure, the patient presented with erectile dysfunction. The patient was given tadalafil for treatment, and the event was reported as resolved on (B)(6) 2023.